Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. D4: batch # unk. E1: reporters name is unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what trouble shooting steps did the surgeon use to return the knife? Knife reverse button engaged, manual override lever used ¿ rotated forwards and backwards several times to no avail prior to changing the battery what steps were taken to open the device? Knife reverse button engaged, manual override lever used ¿ rotated forwards and backwards several times to no avail. Was the bail out removed? I am not sure what this means? Was the manual ratchetting mechanism used at all? Yes any unusual sounds heard? Other than the motor slowing down to then ¿dying out¿ completely, no other strange sounds mr pilling mentioned what number firing did this occur? (First fire, second fire, etc.) 5th firing after engaging to the right lung wedge did a full firing occur? The first 4 firings were full, complete firings. On the 5th firing, the motor and the knife blade began to advance as normal but then the motor sound began to trail off and then completely stop before the firing sequence was completed ¿ as if the device completely lost power halfway through the firing. Was the initial firing sequence complete? As above, what color cartridge was used? Black. How was the original stuck stapler removed from the tissue? They had to convert the patient from lap vats to open thoractomy. They had to prise the jaws open themselves and then completed the resection of the lung using a scalpel and then oversewing using sutures. On the 5th stapler firing of the procedure (using a black reload) surgeon comfortable compressed the tissue between the jaw of the device, closed the device, allowed time for pre-compression and then fired the stapler. He heard the motor and the knife blade began to advance as normal but then the motor sound began to trail off and then completely stop ¿ as if the device completely lost power halfway through the firing. He tried the following in order, but no luck getting the device to work again: pulsing the firing trigger engaging the knife reverse button taking the battery out and putting it in again, followed by engaging the knife reverse button opening up a new device and using the new battery, followed by engaging the knife reverse button using the manual override lever ¿ the jaws did not open the patient is stable and I will be checking on their progress in the coming days this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic procedure the stapler failed to reverse after engaging to the right lung wedge. The manual override did not work. Surgeon decided to convert to open surgery. A new stapler was opened and the battery was taken out the battery from the stuck stapler was removed and replaced with the new battery the stapler opened eventually.

Manufacturer narrative:
H1- not reportable/ duplicate report (B)(4). Date sent: 5/14/2024. Upon review of the additional information provided, it was concluded that this event was a duplicate report already reported as 3005075853-2023-05014.